Manufacturer narrative:
(B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same as the date returned to manufacturer. The chikai x 010 guide wire was returned for evaluation with its distal segment missing. The core shaft of the returned chikai x 010 was found fractured with torn polymer jacket at approximately 200mm from the tip. Traces of ductile fracture by tensile stress were observed on the polymer jacket. The polymer jacket was then removed to expose the underlying core shaft. The fracture end of the core shaft was bent and had an uneven fracture surface, indicating localized bending stress had contributed to the fracture of the core shaft. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress generated with wire manipulation had most likely contributed to the observed fracture on the returned chikai x 010. Due to tortuous anatomy, the applied stress would localize and exceed the product design limit, fracturing the shaft core and tearing the polymer jacket; therefore, the distal segment of the guide wire became separated. It was concluded that this event was not attributed to product quality. As the returned guide wire had a missing part, it was unable to completely rule out a possibility that the distal segment of the guide wire could be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] damage such as separation.

Event description:
It was reported that an asahi chikai x 010 guide wire was used during a procedure to treat a dural arteriovenous malformation (avm). The chikai x 010 was advanced into the feeding artery with the support of a non-asahi de frictor microcatheter. During wire manipulation, the physician felt that the chikai x 010 was likely kinked and could not be manipulated as intended. The chikai x 010 was then removed. A new guide wire was used to successfully complete the target procedure. There were no adverse patient effects related to this event.